Event description:
Subsequent to the initial MDR, additional information became available: data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.